Event description:
It was reported there were knob issues. There was no patient involvement.

Manufacturer narrative:
The fse evaluated the device on-site and confirmed the reported issue. The customer refused to repair the device. The device remains at the customer site, and no further evaluation is necessary at this time.